Event description:
It was reported via repair work order that the stretcher had reduced brake force due to rubber coming off casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.